Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin, but the insulin gauge decreased to 5 units. The customer stated blood glucose level was in target range at the time of the event. The customer declined to load a new cartridge during the call with tandem technical support.